Event description:
During a redo typical flutter procedure, the advisor hd grid became entangled in the patient anatomy requiring surgical removal of the device. After positioning the coronary sinus catheter, the advisor hd grid catheter was placed inside the patient and mapping began in the right atrium. The catheter was difficult to maneuver, became stuck, and attempts to remove the catheter from the engage introducer were unsuccessful. It was then attempted to remove both the catheter and introducer together, however only the introducer came out. Damage was then noted on the introducer. Another introducer was used, and the catheter was cut in half in an attempt to remove it, however it was unsuccessful. A vascular surgeon was then called in and removed the introducer that was used for the coronary sinus catheter and the new introducer that was used to try to get the catheter out. This allowed the catheter to be removed. Upon removal, a red structure alleged to be a clot, or a small part of the vein could be seen. The procedure was then stopped with no further complications. Per the advisor hd grid catheter instructions for use, an 8.5f minimum introducer should be used. The engage introducer used is only an 8f.

Manufacturer narrative:
One 8f engage introducer sheath was received for evaluation. The sheath distal tip had been split. The product instructions for use for the conjoined catheter warns to use a minimum 8.5f introducer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the split tip and improper procedure is consistent with not following the instructions for use.